Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was removed with no pt injury, no incision enlargement. Another aq2010v model lens was inserted, but this lens also tore- see MFR report # 2023826-2008-00897. A third aq2010v model lens was implanted with no problem and sutures were required to close the incision.

Manufacturer narrative:
.